Event description:
A customer contacted beckman coulter inc, (bci), regarding a free t4 (frt4) result, above the normal reference range, generated by the unicel dxc 600i synchron access clinical system for one patient. The original frt4 result of 1.41ng/dl did not match the patient's clinical picture. The sample was not available for repeat testing. The frt4 result was reported out of the lab. The customer did not receive any report of patient injury, requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc data has been within the customer's established ranges. A system check was performed on (B)(6) 2011 and met specifications. Service was not dispatched for this event. No clear root cause could be determined for this event.